Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2018. The original surgery is dated (B)(6) 2018. The revision surgery occurred because of a reported bone fracture. During the revision, the original omni size 4 right tibial baseplate, size 3 x 10mm congruent insert, and tibial baseplate retaining bolt were removed and replaced with a size 3 modular tibial baseplate, size 3 x 14mm congruent insert, another tibial baseplate retaining bolt, 15mm x 150mm modular stem, size 3 modular tibial augment, 4mm revision tibial augment bolt, and a 12mm modular tibial augment bolt.